Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the foot brake would not look and the bed still rolled when the brake was set. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performs any other preventative maintenance on this beds. The tech replaced the foot brake caster to resolve the issue. Based on this info, no further action is required.